Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly broken. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided for review. The photo shows a portion of the distal end of a conquest inner packaging sleeve outside of the outer packaging. A tear is noted across the inner packaging sleeve, past the end of the inner packaging tubing. The tear extends from the edge of the sleeve approximately halfway across the sleeve. No damage to the device can be seen in the photo. The device and packaging were also returned for evaluation. The inner packaging was noted to be torn near the distal/bottom edge of the packaging. The device was inside the packaging, and no damage or breaks were noted to the device. The tear of the inner packaging sleeve appears to be originating from the outside edge. The exact cause of the tear cannot be determined. Therefore, the investigation is confirmed for the identified tear in the device packaging, as a tear was noted across the inner packaging sleeve in the returned sample and provided photo. However, the investigation is unconfirmed for the reported break, as no break or damage were noted to the physical device. The definitive root cause for the event could not be determined based upon available information. The cause of the packaging tear cannot be linked to manufacturing or process related issues. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly broken. The procedure was completed using another balloon. There was no patient contact.